Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual- heated evaqua2 breathing circuit was received at our fisher & paykel healthcare (f&p) in (B)(4), where it was visually inspected. Results: visual inspection on the returned circuit revealed that the grommet of the rt380 adult dual-heated evaqua2 breathing circuit was missing from the inspiratory elbow. Conclusion: we are unable to determine the cause of the missing grommet. All rt380 adult dual- heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult dual- heated evaqua2 breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, of an issue with the rt380 adult dual-heated evaqua2 breathing circuits. During device evaluation at fisher & paykel healthcare (f&p) in (B)(4), it was found that the grommet was missing. There was no patient involvement.